Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Between 10:00¿11:00 pm on (B)(6) 2025, the patient began experiencing symptoms including lightheadedness, pixelated vision, and presyncope. The patient described feeling ¿like he was dying.¿ at the time, the cgm was displaying a reading of 88 mg/dl. The patient did not have access to a bg meter for comparison. Around 12:00 am on (B)(6) 2025, the patient was presented to the emergency room. Upon arrival, the cgm continued to display a reading of 88 mg/dl, while a bg meter reading showed 53 mg/dl. The patient was treated with IV fluids, potassium, juice, snacks, and a sandwich. By approximately 3:00 am, the bg meter reading had increased to 96 mg/dl, and the patient was discharged home. The patient was advised to always carry a bg meter for future reference. At the time of reporting, the patient stated he was ¿feeling okay.¿ no data was provided for evaluation. The allegation and probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. The reported glucose values fall within the c zone of the parkes error grid on (B)(6) 2025. No additional patient or event information is available.